Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator was "burned out" following an MRI in 2006. The device was still implanted at the time of report and the pt was treating his pain with oral medication. The pt was going to follow up with his physician regarding a possible explant.